Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, the physician noted that the left ventricular lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.